Event description:
Right foot rail won't latch.

Manufacturer narrative:
Technician function checked rail and cable disconnected. Tech reconnected right foot cable to handle and bed now working great. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.